Event description:
It was reported that during a laparoscopic cholecystectomy, the end of the device was pushed out of alignment and the end broke, and one of the clips broke in half. Another device was used to complete the case. There was no consequence to the pt.